Event description:
Dr. (B)(6) reported that four glidewell ht implants had osseointegration problems. The patient's bone is type iii, and their oral hygiene is good. The patient presented on (B)(6) 2026 for a primary procedure on teeth # 4, 6, 11, and 13. On (B)(6) 2026, at the second stage surgery the implants failed reverse toque of 20 ncm. The provider also noticed granulation/fibrous tissue around the implants as well as abnormal bone loss around the implants and they removed the implants. The site was grafted for future replacement and no injuries were reported.

Manufacturer narrative:
The device has been returned for analysis; however, the investigation is ongoing. Upon investigation completion a supplemental report will be submitted with the analysis conclusion. File linked to submission names: 3011649314-2026-00751, 3011649314-2026-00752, and 3011649314-2026-00754. Manufacturer reference: (B)(4).